Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump could only scroll downward and that the device had a stuck up arrow button. The blood glucose reading was 150 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was noted on keypad traces. No buttons were stuck, ramping on numbers on their own, or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.